Event description:
The customer contact reported a disconnection. The rn reported that he was called to the patient's room for a "leaking IV" upon arrival to the patient's room, the rn noted that the primary tubing set had become disconnected from the clave port of the patient's extension set. The rn reportedly reconnected the IV tubing and therapy was resumed without incident. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.